Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted in hospital with bradycardia. Implantable pulse generator (ipg) was unable to be interrogated and was not pacing. Rapid battery depletion was suspected. Last remote monitoring network transmission was two months ago which showed normal device function with battery estimated at 13.2 years. Patient, functionally dependent, was intubated and was being paced externally. The patient was put in the hospice care and subsequently died. It was further reported that the patient suffered a subacute cerebrovascular accident (cva) unknown etiology, occurred several day to a week prior to the hospital admission. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the premature battery depletion and no-telemetry /no-output condition. The cause was due to a leaky ceramic capacitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional information was received and the cause of death was acute cerebrovascular accident and the manner of death was natural.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.